Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol (estrogen) from 2000 to 2016, estradiol from 2016 to 2019, progesterone from 2016 to 2019, sertraline hydrochloride (zoloft) since 2016, vitamin b complex (vitamin b) since 2016 and zolpidem tartrate (ambien) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced premature menopause ("hormonal changes/ hormonal changes describe: early menopause"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), depression ("depression") and constipation ("gi conditions/ constipation"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/ pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain lower ("lower abdominal pain"), metrorrhagia ("metrorrhagia (bleeding between periods)") and migraine ("migraine") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, metrorrhagia, vaginal haemorrhage, depression, fatigue, constipation, premature menopause and migraine outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, constipation, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, she implanted essure (as reported in ppf, discrepancy noted). The left fallopian tube was then visualized and insert placed appropriately with 3 trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2019: malposition.. Lot number: 704969 manufacture date: 2010/01 expiration date: 2013/01. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2019: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition') and menorrhagia ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 704969) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Concomitant products included estradiol (estrogen) from 2000 to 2016, estradiol from 2016 to 2019, progesterone from 2016 to 2019, sertraline hydrochloride (zoloft) since 2016, vitamin b complex (vitamin b) since 2016 and zolpidem tartrate (ambien) since 2016. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2016, the patient experienced premature menopause ("hormonal changes/ hormonal changes describe: early menopause"). In (B)(6) 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), depression ("depression"), constipation ("gi conditions/ constipation") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2016, the patient experienced fatigue ("fatigue"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain ("chronic pain/ pelvic pain/ pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), metrorrhagia ("metrorrhagia (bleeding between periods)"), migraine ("migraine") and abdominal pain lower ("lower abdominal pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (ablation and she had salpingectomy (bilateral).). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, menorrhagia, metrorrhagia, depression, fatigue, constipation, premature menopause, migraine and vaginal haemorrhage outcome was unknown and the pelvic pain, dysmenorrhoea, abdominal pain and abdominal pain lower had resolved. The reporter considered abdominal pain, abdominal pain lower, constipation, depression, device dislocation, dysmenorrhoea, fatigue, menorrhagia, metrorrhagia, migraine, pelvic pain, premature menopause, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: on (B)(6) 2010, she implanted essure (as reported in ppf, discrepancy noted). The left fallopian tube was then visualized and insert placed appropriately with 3 trailing coils in the uterine cavity. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion.. Imaging procedure - on (B)(6) 2019: malposition. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: reporters details updated and patient demographics and laboratory data were added. Essure indication updated. On (B)(6) 2016, she explanted essure. Injury events was updated to dysmenorrhea (cramping), pelvic pain/ chronic pain/ pain, abdominal pain, menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia), metorhagia (bleeding between periods), psych injury/ psychological or psychiatric problems condition: depression, fatigue, gi conditions/ gastrointestinal or digestive system condition type: constipation, hormonal changes, migraine, malposition. On 19-sep-2019: reporters and laboratory data added. Lot number added. Added event hormonal changes describe: early menopause, abnormal bleeding (vaginal), weight gain, lower abdominal pain. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.